Manufacturer narrative:
Medwatch with identifier (B)(6) is customer b lot 496663. Medwatch with identifier (B)(6) is customer b lot 495977.

Event description:
Customer b reported blood glucose results within 10 minutes: 57 mg/dl with lot 495977; 201 mg/dl with lot 496663. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.